Manufacturer narrative:
H6: corrected type of investigation manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
D10 concomitant devices: 3905741 02-010-03-0350 - logic cr femoral cem, right, sz 5 3943045 200-02-38 - three peg patella 38mm 3951665 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 3958069 204-70-00 - tibial stem ext. Screw 3985813 204-34-0- fluted stem extension 80l x 14 mm. The product associated with this report event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the report event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes of contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filled accordingly.

Event description:
The patient has filed a short-form complaint in a coordinated action in alachua county with master case no.(B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device. Left knee was also operated in (B)(4)).